Event description:
Update: (B)(6) 2014 - sales rep reported revision surgery for the right hip. Patient's right hip was revised to address elevated metal ion levels and ossification. There is no new additional information that would affect the investigation.

Event description:
Bilateral patient. Litigation papers allege patient suffered bilateral hip pain and discomfort, which negatively affected his ability to walk,vmove, sleep, and his ability to perform his job. It is further alleged he also ambulates with a limp as a result of his symptoms and was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.